Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was hospitalized and discharged on the same day for the event. The hernia was reported to be located ¿below the stomach¿ and was manifested by abdominal pain. The patient underwent surgical repair of the hernia. At the time of this report, the patient had recovered from the hernia event. It was reported that pd therapy was discontinued and the patient was placed on hemodialysis. Hemodialysis therapy was ongoing and the patient was being retrained to perform pd therapy in the future. Additional information was requested but is not available.